Event description:
At the first operation of the variax dr locking plate of this surgeon, when inserting the screw into the bone with the screw driver, the head of the screw deformed, although the surgeon inserted the screw very carefully.

Manufacturer narrative:
Device not explanted. Internal investigation in process.